Event description:
It was reported that bd q-syte closed luer access device the following information was provided by the initial reporter, translated from spanish to english: detected: when trying to disconnect an insulin and propofol infusion. Great difficulty in disconnecting the infusion set, it sticks and breaks the silicone area. See attached files (video). Great difficulty in disconnecting the infusion set, it sticks and breaks the silicone zone. When did the incident occur? During use 7oct2024 how was the procedure carried out? When infusing propofol and insulin and removing the infusion, the connector sticks as the video shows. What was the impact on the patient? In this case no, but if it becomes when infusing noradrenaline if it would have been more serious.

Manufacturer narrative:
This MDR is the result of an investigation finding. The complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined from the video that was provided for investigation. The video showed what appeared to be a break in the top body, which allowed the septum to stretch as the threaded portion of the top body was pulled away from the bottom body. The features of the damage could not be examined in the video. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.